Event description:
The patient reported irritation with the 72r electrodes. The skin is red and itchy with welts and raised skin in the lumbar area. The patient changed the electrodes every 3 to 4 days and rotated daily. The area is cleaned with soap and water. No wipes were used. The patient has sensitive skin and is allergic to adhesives. The patient uses paper tape on her wound. The patient spoke with her pcp, who prescribed triamcinolone 0.5% ointment for the affected area. A replacement supply of 63b electrodes was shipped to the patient's home. The patient will perform the time test once the skin is healed. A pouch was shipped for product return. No further consequences are reported. No product was returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Section b3: as the day of the event is unknown, the event date is estimated as march of 2026.